Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a cerebrovascular procedure using a 7f sheath. Reportedly, the suture was noted to be frayed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle suture returned and referenced in b5 is being filed under a separate manufacturer report number.

Event description:
An additional prostyle suture was returned. The pre-tied knot was unraveled, the suture rail-end appeared to have been cut, and the cut portion was not returned. No additional information was provided by the account.